Event description:
It was reported from a journal that, after the subcutaneous implantable cardiac defibrillation system was implanted the patient was subsequently taken for emergent exploratory laparotomy with a complete system removal. The lead was found to be transecting across a segment of the distal transverse colon. Along with the system removal, bowel repair with omental patching was performed. The was managed perioperatively with antibiotics. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide a correction to the tab h. Device manufacturers only, in the patient codes section. Upon review, the perforation was due to the tunnelling tool. It was reported that, after the subcutaneous implantable cardiac defibrillation system was implanted the patient was subsequently taken for emergent exploratory laparotomy with a complete system removal. The lead was found to be transecting across a segment of the distal transverse colon. Along with the system removal, bowel repair with omental patching was performed. The patient was managed perioperatively with antibiotics. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide a correction to the tab h. Device manufacturers only, in the patient codes section. Upon review, the perforation was due to the tunnelling tool.